Event description:
Information received by medtronic indicated that the customer went to the hospital due to the infusion site was kinked. The customer also reported sensor updating and recalibrating more than twice per day. No further details were provided. Troubleshooting was not performed. It was unknown whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0872 inches. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date 16-feb-2023 in the pump history file. (B)(6) 2023 10:40:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6) 2023 10:50:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6) 2023 12:05:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6) 2023 12:15:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6) 2023 21:34:34.000 alarmalertnotification faultnumber = sensor expired alert (794) (B)(6) 2023 09:23:00.000 alarmalertnotification faultnumber = low battery alert (104) (B)(6) 2023 18:54:00.000 alarmalertnotification faultnumber = change battery fault (73) (B)(6) 2023 18:55:04.000 batteryremoved (B)(6) 2023 18:55:04.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 18:55:14.000 batteryinserted (B)(6) 2023 13:32:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6) 2023 13:42:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor anomaly, lost sensor alert, or sensor expired alert noted. Low battery alert is due to the battery in the pump is low on power. The replace battery alert/change battery fault (73) is triggered 9.5 hours after the low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Lost sensor alert (780) not confirmed. Sensor expired alert (794) not confirmed. Low battery alert (104) not confirmed. Change battery fault (73) not confirmed. The pump passed the functional testing. Sensor anomaly and calibration anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.